Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating there was no patient involvement. Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. The reported issue was found in the device history log. The device passed all functional and delivery test. The customer reported issue could not be duplicated. Based on the log evidence, the compliant was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.